Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application was not working. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause was not determined.